Manufacturer narrative:
The catheter was not returned for eval. Review of the device history records confirmed this device met mfg requirements prior to shipment. The cause of the reported pericardial effusion is unk. Date report submitted to FDA by MFR: 12/03/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.

Event description:
It was reported at the end of an atrial fibrillation ablation procedure the pt developed a pericardial effusion. The cause for the effusion is not known, but the physician did not associate the effusion with the use of the catheter.